Event description:
Reference number: 530683.

Manufacturer narrative:
It was reported that the unit displayed "belt slip" error message. A getinge field service technician (fst) was onsite and investigated the unit in question. The technician troubleshooted the device and found the belt tension way too low. According to the fst the belts were not replaced for several years (service interval for belts is replacement every 12 months). The fst replaced the due belts and adjusted them. After that the system was checked according to factory¿s specification and all tests passed. The device was put back into clinical use. According to the service manual heart-lung machine hl 20 version 02 in chapter 4.2 replacement of belts on rpm the service interval is 12 months. Replace belts which are found twisted, have wear, cracking, or service life over 12 months. The most probable root cause could be determined as due belts which were not replaced regularly within 12 months due to lack of maintenance thus the reported failure could be confirmed. As an action the getinge sales and service will be informed to follow the instructions in the service manual. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2014-12-09 to 2021-10-05. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 roller pump module displayed the error message: "belt slip". No patient involvement reported. A getinge field service technician (fst) will be sent onsite for investigation of the pump in question. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 rolle pump module displayed the error message: "belt slip". No patient involvement reported. Reference number: (B)(4).